Manufacturer narrative:
Information was received indicating that no repair was performed by philips. It could not be confirmed by the resource person if the device is back in service. No other information could be provided. The investigation concludes that no further action is required at this time. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that there was no oxygen supply. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.